Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving fentanyl (1100mcg/ml at 677.4mcg/day), bupivacaine (10mg/ml at 6.158mg/day), clonidine (200mcg/ml at 123.16mcg/day), dilaudid (1mg/ml at 0.6158mg/day), and baclofen (345.0mcg/ml at 212.45mcg/day) via an implantable pump. The indications for use were unknown. It was reported that the patient was getting a routine pump refilled and experienced overdose symptoms. Approximately 4cc of medication was potentially delivered subcutaneously. Narcan was administered shortly after symptoms were noticed and the patient recovered. All drug was removed from the pump, where it was determined that about 4cc was unaccounted for. After the patient recovered, they were sent home with 10cc of medication and asked to come back for another refill. The manufacturer was contacted and asked to be present at the next refill on (B)(6) 2024. Based on physician direction, fluoro was used to locate the septum and confirm that the needle was properly inserted into the pump. The drug was removed and the pump was then filled and aspirated with 40cc of saline. After that, the pump was filled with 40cc of medication with 1 cc of aspiration taking place every 5cc. Needle location was also frequently checked via fluoro during the refill process and again once all medication was delivered. The patient showed no sign of pocket fill after this refill. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.